Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead had non-sustained right ventricular oversensing due to sensing noise. The patient's lead was explanted and replaced. The patient had no symptoms related to this event.